Event description:
During a repair of a 5855 orthopedic table, the technician found the table spar connecting the table top had become cracked and was separating from the spar mount assembly.

Manufacturer narrative:
During a repair of a (B)(4) orthopedic table top, the technician found the table top had become cracked and separated from the spar mount assembly. We will notify upon completion of investigation ((B)(4) 2011).